Event description:
It was reported that the mobile power unit (mpu) alarmed immediately after the power cord was plugged in. The customer tried powering the mpu on using only the battery, but the same alarm occurred. When the customer opened the battery compartment to remove the battery, they smelled a very strong burnt odor coming from the device. It appeared that some components of the motherboard had burned out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.